Event description:
The customer received a questionable troponin t stat, cardiac t result for one patient sample. The initial result was 1.06 ng/ml. Due to the lab policy to repeat all critical values, the sample was retested twice with a result of <0.010 ng/ml with a data flag. The result of <0.010 ng/ml with a data flag was believed to be correct and was reported out. The patient was not adversely affected. The troponin t stat reagent lot number was 17575901 with an expiration date of 02/28/2015. The field service representative could not determine a cause and could not reproduce the malfunction. He checked for proper alignment, external rinse, and internal rinse of sipper probe, s/r probe, and microbead mixer. He ran performance testing with all results within specifications.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided information, a general instrument or reagent issue could be excluded. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation speed which may have contributed to the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.